Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the up and down buttons were sticking. Customer¿s blood glucose was 140 mg/dl at the time of incident. The insulin pump will be returned for analysis.